Event description:
During an incident in 02 involving a patient in cardiac and respiratory arrest, this defibrillator shut down during its first charge and prompted "low battery". CPR was initiated and then using another crew's defibrillator, the patient was shocked twice before als arrived. The patient was then transported to a hospital.